Manufacturer narrative:
Failure analysis: received vela front panel (B)(4), visually inspected front panel and found small puncture damage in middle lower of touchscreen. Installed in known good unit (B)(4), powered in service mode and problem was duplicated of inactive touchscreen due to damage by puncture in top acrylic layer. Note no signs of liquid spots found only a small perforation on touchscreen. Findings/root-cause: inactive touchscreen reported problem was duplicated and isolated to damage to touchscreen p(B)(4).

Manufacturer narrative:
(B)(4). The foreign distributor determined that the cause of the reported event was a malfunctioning front panel assembly. The foreign distributor was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty front panel assembly for eval. As of march 13 2015 the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
(B)(4). "Touch screen is partly working. There is a slight large spot on the right bottom of the screen. Ventilator's touch screen is partly working. Sometimes it is not working, sometimes it allows the user to control the ventilator. As a remedy touch screen calibration has been done, but the same problem described above. There is a slight large spot on right bottom of the screen."